Event description:
The bell did not clamp down to stop the bleeding.

Manufacturer narrative:
It was reported that the gomco clamp caused bleeding and/or abrasion". The device did not clamp down to stop the bleeding, the provider put surgi gel foam on the area of the penis that was continuing to bleed". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.